Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported that tpn IV tubing disconnected and blood was leaking out. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.